Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported the dilator was not completely torn, resulting in extubation and re-puncture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of an incomplete t-handle break is confirmed; however, the exact cause is unknown. One photograph and one video of a 4 fr microintroducer were returned for evaluation. An initial visual observation of the photograph and video showed after splitting the t-handle there was extra material around the catheter, which prevented removal of the catheter from the microintroducer sheath. No other damage to the device was observed in the returned photograph or video. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the dilator was not completely torn, resulting in extubation and re-puncture. No other information was provided.